Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by following the following warning and preventative measures on incorrect reprocessing: warnings are provided in IFU operationmanual "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Preventive measures are provided in IFU reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) was visiting the customer¿s facility for an in-service. During the visit, the rep was informed that a dirty evis exera iii colonovideoscope was used on a patient on (B)(6) 2022. Additional information was pursued, but was not provided by the user¿s facility. There was no patient harm or consequence reported as a result of this event.